Event description:
The customer's wife reported via phone call that the customer had low blood glucose levels of 43 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 118 mg/dl when their actual blood glucose level was 43 mg/dl. The customer was unable to troubleshoot the issue because the device was not present at the time of the call. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.